Manufacturer narrative:
Supplemental medwatch being submitted to correct g3 which was initially submitted incorrectly.

Event description:
Healthcare professional reported left side "punctured implant during procedure." Device has been explanted. This record is capturing the use error.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "punctured implant during procedure." Device has been explanted. This record is capturing the use error.